Event description:
The mother of a male pt reported that for the past 3 days her son has experienced 04 (occlusion) alarms. She reported in 2006, that his blood glucose value was over 500 mg/dl. The mother indicated that her son was vomiting which prompted her to test his blood glucose. She attempted to prime the infusion set when she rec'd the occlusion alarms. She changed the infusion set and was able to prime the device successfully. The mother reported that the adapter had been used greater than recommended by the MFR (change every 6 months). The mother reported that she administered insulin injections to reduce her son's blood glucose values. Two days later, the mother reported that her son is doing much better and his blood glucose values had returned to normal (value not provided). No medical assistance was required. No product is being returned.

Manufacturer narrative:
Product not returned for eval.